Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application had a loss of connection. No additional event or patient information is available. Data log was provided reviewed for evaluation on (B)(6) 2017. Complaint for a loss of connection could not be confirmed. The root cause could not be determined, post investigation.